Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). It is unknown if the patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.